Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and assisted to clear the alarm so the hp could take the setup apart. The hp was going to do a manual exchange later to finish the therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.